Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The behavior was found to be consistent with an anomaly in the medtronic navigation software anomaly tracking database. However, confirmation of this anomaly being added to the database has not been provided.

Manufacturer narrative:
No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) frontal sinus osteoplastic, the navigation system became unresponsive. Rebooting the system resolved the issue and site proceeded with case. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.